Manufacturer narrative:
H3, h6. The cori console, pn rob10024, (B)(6), intended for use in treatment, was returned for evaluation. The investigation did not visually identify the reported problem. The functional evaluation confirmed the reported log file collection problem. The software writes to the usb but there is no usb drive plugged. When the archive usb is plugged in the log files say they were written but are not on the usb. The case/log files were not provided, therefore the reported tibia bone model generation error could not be confirmed. However, the most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation that has been corrected and released in cori-v1.4.3 software. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
Case-(B)(4).

Event description:
It was reported that during preventative maintenance for the cori it was found that collecting log files is extremely difficult (it can take well over 5 minutes if they work at all). Also, the real intelligence cori had some internal/critical errors pop up when they entered the case and had to reboot and an excess of tibia bone model generation errors. No case involved; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.